Event description:
Patient presented to ER approximately 5 weeks after implant with complaint of chest pain. Suspected post-operative pericarditis found by echo, EKG, chest CT, and blood work. Patient managed in hospital for 2 days with colchicine and high dose aspirin. Event resolved with no further intervention required. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.